Manufacturer narrative:
The event occurred outside of (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 9.5 mmol/l (system 1) and 4.4 mmol/l (system 2).